Event description:
The customer received questionable low results for four patient samples for parathyroid hormone (parathormone, parathyrin) - pth, intact, intact human chorionic gonadotropin + the b-subunit, thyroxine and thyrotropin that repeated higher upon repeat testing. Of the data provided, only the results for one patient sample for pth were discrepant. The initial result was 51 pg/ml and the repeat result was 484.2 with a data flag pg/ml. Information concerning if the erroneous result was reported outside the laboratory was requested, but it was not provided. There was no adverse event. The pth reagent lot number was 175260 with an expiration date of 04/29/2015. It was noted the customer was not performing all levels of qc and qc was not run daily and the recommended calibration frequency was not followed. The customer had also set the date of the analyzer back to a prior date. The customer contacted the field service representative and was asked to run a sample pool and the results were good.

Manufacturer narrative:
The analyzer was disinfected and preventive maintenance was performed including replacement of all tubing. The measuring cell was replaced and performance testing completed. The issue appeared to have been resolved although a specific root cause could not be identified. Review of the provided analyzer alarm data did not indicate and issue.

Manufacturer narrative:
This event occurred in (B)(6).